Manufacturer narrative:
Concomitant medical products: 6935m55 lead implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). Diminished sensing was also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.